Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went swimming with the pump on, and subsequently the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 300 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.